Event description:
It was reported that a patient received inappropriate therapy during a surgical procedure unrelated to device. Magnet had been placed on the device during the procedure. Device interrogation showed magnet reversions and inappropriate shock. It was suspected that the magnet was placed close to but not directly over the device, and with movement triggered magnet reversion. Patient was discharged in good condition post surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.